Manufacturer narrative:
(B)(4). Concomitant medical products: the patient¿s medications include; zyloprim, vitamin e, aspirin, cholestyramine, zocar, metoprolol, and folic acid. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement.

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment of an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. On an unknown date, it was reported the right common iliac artery had become aneurysmal (amount of growth unknown). Reportedly, the aneurysm disease had progressed distally over time resulting in the loss of wall apposition of the contralateral leg component. On (B)(6) 2016, an additional procedure was performed, whereby an additional contralateral leg component was implanted for distal extension, to obtain adequate seal to the vessel wall.